Event description:
A customer reported to beckman coulter inc (bec) that the aspiration needle on coulter lh750 hematology analyzer broke off in a tube cap. The customer was wearing a lab coat, goggles and gloves at the time of the incident. The customer was able to safely remove needle from the cap and discard it into a sharps container. The customer could run instrument in secondary mode. The customer was not injured and no one sought medical attention. The msds was reviewed, but there is no risk management or exposure control plan in place at the facility. No erroneous patient results were reported, and there was no death, injury or changes to patient treatment associated with this event.

Manufacturer narrative:
The customer found a needle and replaced the needle to repair instrument. Root cause for the needle breaking is unknown. (B)(4).